Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump received with critical pump error due to moisture damage to force sensor. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Insulin pump received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.